Event description:
A pt reported experiencing inaccurate low results with pt's one touch basic meter. In 2001, pt's blood glucose readings was 168 mg/dl. In the afternoon, the pt obtained a reading of 300 mg/dl while at their dr's office. Elapsed time between the two reading is unknown. Pt reports using expired test strips for about one month. No further info has been reported.